Event description:
While the pt was lifted over bed for a mattress replacement, he became very agitated and rocked backwards and forward. Staff attending the pt could not calm him and subsequently, the lift tipped over resulting in the pt falling onto the bed. No injuries were sustained. The facility reported that the pt passed away a few weeks later.

Manufacturer narrative:
At this stage, arjohuntleigh has not been able to determine if this incident was involved in the pt's expiration. Further info will be provided upon conclusion of the MFR's investigation.